Event description:
It was reported that, " the patient's femoral and tibial components were loose. The tibial tray came out without any cement attached to it. The insert had some posterior medial wear on it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer, x-rays and medical records were requested but not mad available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00766.